Event description:
Dealer states: "the calf pad brackets on the power elev. Legrests are bending. Dealer states they seem to be a little light and he is not surprised that they are bending under even nominal weight."

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4). The owner's manual part number 1143190 rev k was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the calf pad brackets are bending under normal weight. Replacement brackets sent out on (B)(4).